Event description:
It was reported that during a prostate procedure both metal and glass caps detached from the fiber at 258,166 joules while inside of the patient. Surgical pliers were used to remove the cap. The case was completed with a second fiber. Patient or user outcome: no damage.